Event description:
It was reported that the patient with this pacemaker system stated that their remote communicator displayed a red call doctor icon. Subsequently, troubleshooting efforts were performed and a successful upload was received. Technical services (ts) reviewed the received information and it indicated the implanted non boston scientific right ventricular (rv) lead presented low out of range impedance measurements. Ts referred the calling patient advocate to their clinic for further examination. This pacemaker system and non boston scientific lead rv lead remain in service. No additional adverse patient effects were reported.